Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined; however, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.75 x 38 mm xience prime stent referenced in describe event or problem is filed under a separate manufacturing report number.

Event description:
It was reported that on (B)(6) 2014, a 2.5 x 28 mm and 2.75 x 38 mm xience prime stent were successfully implanted in the proximal circumflex (cx) coronary artery lesion and a 3.0 x 12 mm xience prime stent was successfully implanted in the mid left anterior descending coronary artery lesion. On (B)(6) 2015, the patient was hospitalized for unstable angina. Elevated creatine kinase was noted and medication was provided. The event resolved and the patient was discharged from the hospital. On (B)(6) 2015, the patient was hospitalized again for unstable angina. Another percutaneous transluminal intervention was performed, placing an unspecified stent in the 100% restenosed proximal cx target lesion. The event resolved and the patient was discharged from the hospital. There was no additional information provided regarding this issue.